Event description:
The risk management coordinator reported that patient was in radiology for a study, tech adjusted top of the litter to a sitting position and was sprayed with feed (tpn running through tesio). Noted tube snapped just below the blue port. Nurse on floor clamped catheter with a hemostat. Tpn resumed after cap changed by nephrology. 3/18/99 post dialysis vein tesio clotted. 3/19/99 de-clotted with urokinase. Right internal jugular line.